Event description:
Per the pt's report, pt's device extruded and was explanted after 11 years of implant use. The surgeon's office confirmed this was the case. The pt will not be reimplanted. This is a final report.